Manufacturer narrative:
As radiometer investigator could not confirm the reported discrepant measurements due to insufficient information available, the root cause of the event is unknown. If more information becomes available radiometer will reopen the investigation of the event.

Manufacturer narrative:
(B)(4).

Event description:
According to the complaint, a customer reports that an abl90 flex analyzer gave discrepant measurements for the electrolytes k+ and na2+. (B)(6) 2020, na2+ 138 mmol/l. (B)(6) 2020, k+ 4.7 mmol/l. The detection was performed in the lab again on an abl80 analyzer and now the results were: na2+ 132.1 mmol/l. K+ 6.4 mmol/l. Discrepancy for na2+ : 138 mmol/l - 132.1 mmol/l = 5.9 mmol/l, discrepancy for k+ : 4.7 mmol/l - 6.4 mmol/l = - 1.7 mmol/l. Based on the sequence of measurements, the customer reports the initial results of na2+ as false high and the initial results of k+ as false low.